Event description:
It was reported a pt sustained edema and possible granulation after an ultrapulse encore treatment.

Manufacturer narrative:
A lumenis field svc investigation found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. Edema is identified as a possible complication and expected sequelae per product labeling. Although edema is listed as a possible complication for the ultrapulse encore no related history has been reported; therefore, no subject trending exists.